Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) shut down on a full charge. Patient also states that the pdm become scorching hot and smelled burnt before it turned itself off and could not be started.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.